Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "there is no sample available. There is about 3/4 defective units noticed per day. The customer reports that about 20% of the tubes are affected. The filling level is about 85% of the volume. The laboratory decided to discard the tubes when the partial filling level is detected. The customer reports that was possible to collect blood sample successfully using the same lot. The defect is not being noticed in a particular department/shift/person etc. The customer use holder to transfer the blood to the tube. The tubes was not exposed to heat." 200 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary :bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "there is no sample available. There is about 3/4 defective units noticed per day. The customer reports that about 20% of the tubes are affected. The filling level is about 85% of the volume. The laboratory decided to discard the tubes when the partial filling level is detected. The customer reports that was possible to collect blood sample successfully using the same lot. The defect is not being noticed in a particular department/shift/person etc. The customer use holder to transfer the blood to the tube. The tubes was not exposed to heat." 200 occurrences were reported.